Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patient samples on a cobas e 801 analytical unit. For sample 1, the initial troponin result was 12. The repeat result was 9. For sample 2, the initial troponin result was 9. The sample was repeated twice and the repeat results were 15 and 9. The units of measurement were not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation is ongoing.